Event description:
A male with cerebrovascular and hypertension, as well as a previous history of abdominal aneurysm artery below the renal artery and placement of a y-shape synthetic blood vessel, underwent aaa repair in 2008. There was a stricture segment at the left common iliac artery. The procedure was followed as instructed. During the placement of the left iliac leg graft, the sealing site of the iliac artery was detached because of narrowing in the common iliac artery. Another manufacturer's stent was placed along with the vessel and the problem was fixed. The physician commented that this event occurred from the stricture vessel of the common iliac artery. There was a kink in the left distal anastomotic part between natural blood vessel and the y-shaped stent. The kink made the iliac leg detach. Pt has recovered.

Manufacturer narrative:
Event evaluation: still under investigation.